Manufacturer narrative:
The initial MDR 2517506-2017-00800 was filed on nov 01, 2017. Additional information (11/03/2017): a siemens headquarter support center (hsc) specialist reviewed the event data. Other samples were run using the same reagent flex and has no issues with recovery. The reagent flex had been on the instrument over the weekend and when quality controls (qc), were run on monday, they resulted out of range. The customer suspected that the reagent had been compromised over the weekend. Hsc cannot rule out the possibility that the reagent flex left onboard the analyzer was not compromised. The cause of the discordant phosphorus result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant phosphorus result and high quality control (qc). The ccc checked the probe counts and determined they were within the recommended cycle count. The ccc checked the probe alignments, which were acceptable. The customer installed a new reagent flex. The customer ran patient result and qc after installing the new reagent flex and the results were acceptable. The cause of the discordant phosphorus result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high phosphorus result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, with a new reagent flex, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant phosphorus result.